Event description:
It was reported that the patient with this pacemaker exhibited a syncope episode. Technical services (ts) reviewed and noted possible loss of capture (loc) on the right ventricular (rv) lead. However, successful right ventricular automatic threshold (rvat) test episodes were found. Ts stated rv pacing thresholds might need further evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.